Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The fm optical signal issue was changed to placement signal issue as data log and product review indicate it was the dp sensor causing the issue. The data logs show that the placement signal starts to gradually drift down while flows improve again. It remains relatively stable throughout the case and no placement signal not reliable alarms were triggered. The returned product the placement signal drifted down while the flows drifted up. Based on the data logs and returned product testing, the root cause of the placement signal issue is most likely due to dp sensor drift. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted for circulatory support. During support, the placement signal displayed inaccurate values, and flow measurements were likely unreliable. Despite this, the pump remained operational throughout the procedure until weaning and explantation. No patient harm was reported.

Manufacturer narrative:
H4 device manufacture date added.